Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A doctor of a (B)(6) female patient notified zoll customer support that the patient reported to the ER stating that her device "fired." The doctor reported that the patient was on telemetry at the time. A review of the event indicates that the patient experienced an inappropriate defibrillation event. Svt at 183 bpm contributed to the false detection. The response buttons were pressed intermittently before the treatment but not immediately prior ot the pulse delivery. The patient went to the ER following the event and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were fully functional and able to detect and treat a patient. Device manufacture date: monitor sn (B)(4); electrode belt sn (B)(4): 06/2013. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.